Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevation on the pacing thresholds. Technical services (ts) reviewed the case and found loss of capture (loc) which was suspected to be related to a possible micro dislodgement. The impedance for this lead was noted to continuously decrease as well. Most recent measurements were noted to be 2.1v at 0.4 ms for thresholds and an impedance of 302 ohms. X ray imaging was performed but no cause has been determined at this time. Ts recommended evaluation of lead integrity in clinic. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevation on the pacing thresholds. Technical services (ts) reviewed the case and found loss of capture (loc) which was suspected to be related to a possible micro dislodgement. The impedance for this lead was noted to continuously decrease as well. Most recent measurements were noted to be 2.1v at 0.4 ms for thresholds and an impedance of 302 ohms. X ray imaging was performed but no cause has been determined at this time. Ts recommended evaluation of lead integrity in clinic. This lead remains in service. No adverse patient effects were reported. Additional details were requested to the field, but no new information is available at this time. Evidence suggests that this lead remains in service.

Manufacturer narrative:
At this time, no further information is available. Should relevant additional information become available this report will be updated.